Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt. Manufacturing record (DHR) review was conducted and the product met quality requirements for product acceptance per the applicable manufacturing quality plan.

Manufacturer narrative:
Additional information received indicated that the balloon took more than one minute to deflate. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusions: after inflation of the balloon in a lesion located in a 70% stenosed left coronary artery the balloon reportedly took over 60 seconds to deflate and rewrap resulting in difficulty during withdrawal of the catheter. During this time the patient did not experience any adverse event. There was no reported difficulty advancing the device over the guidewire or through the guiding catheter used. There was no damage noted to the product packaging upon inspection prior to opening. There was no reported difficulty removing the product from the packaging. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. No other product issue was noted upon inspection of the product after removal from the patient or prior to shipping. No additional information is available. The product was returned for inspection. One non-sterile sakura fire star, 2.50 x 20 was received coiled inside a plastic bag. Balloon was already inflated. One unknown stopcock was received attached to hub. Residues of inflation medium were observed in the inflation lumen. No other damages were found. Outer diameter was measure and found within specification. A guidewire 0.14¿ was inserted through the unit inflation and deflation test was performed without anomalies and within specification parameters. The device was inserted / withdrawn through guiding catheter 5f (laboratory sample) and not resistance was felt. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failures reported ¿ptca system - withdrawal difficulty¿, ¿balloon - re-wrapping difficulty¿ and ¿balloon - deflation difficulty-partial or slow¿ by the customer were not confirmed since no anomalies were found during dimension and functional analyses in addition the balloon showed pleats marks. The cause of the failures could not be conclusively determined. Neither the DHR review nor the analysis suggests that the failures are manufacturing process. Therefore no actions were taken. The failures reported ¿ptca system - withdrawal difficulty¿, ¿balloon - re-wrapping difficulty¿ and ¿balloon - deflation difficulty-partial or slow¿ by the customer were not confirmed as no anomalies were found during dimensional and functional analyses. With the information available and without films of the event it is not possible to draw a clinical conclusion between the device and the reported event.

Event description:
The report received from the affiliate indicated that the sakura fire star 2.5 x 20 balloon catheter (bc) withdrew with difficulty from the left coronary artery (lca) target lesion. The physician tried many times to withdraw it. There was no reported patient injury or adverse event to the patient. Additional information received indicated that the guiding catheter and guidewire used were not cordis products. There was no reported difficulty advancing the device over the guidewire or through the guiding catheter used. The bc was reported to have deflated properly but took more than one (1) minute to re-wrap. The patient was reported to not be symptomatic due to the reported product issue. The lca target lesion was reported to be: a 70% stenosis, and not calcified. Another bc was used to complete the procedure successfully. There was no damage noted to the product packaging upon inspection prior to opening. There was no reported difficulty removing the product from the packaging. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. No other product issue was noted upon inspection of the product after removal from the patient or prior to shipping. No additional information is available.